Manufacturer narrative:
The root cause to the reported issue has not been established. Ventilator investigation on-site and log evaluation do not support any ventilator malfunction at time of event. The problem might have been related to the patient conditions or other accessories used (filters/humidifiers) at the clinical setup that we are unaware of.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation and information provided by technician. This was intended to be included in follow up emdr sent on 06/30/2023 but instead the submission date was listed in #g3. #g3 date received by manufacturer: previous date received by manufacturer (provided in follow up emdr sent on 06/30/2023): 06/30/2023. Corrected date received by manufacturer: 09/28/2021.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The correction of fields #g3 date received by manufacturer, #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation and information provided by technician. #g3 date received by manufacturer: previous date received by manufacturer (provided in initial emdr): 10/27/2021. Corrected date received by manufacturer: 09/28/2021. #h4 manufacture date: previous manufacture date: 03/01/2018. Corrected manufacture date: 02/06/2018. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.